Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the right atrial (ra) lead due to low out-of-range (oor) pacing impedances, measuring less than 200 ohms. The patient's ra lead was a non-boston scientific product. It was noted the impedances had started to decrease in june. Troubleshooting was performed and noise was unable to be reproduced. The impedances in the bipolar configuration were 370 ohms and the thresholds were within normal limits. This pacemaker remains in service. No adverse patient effects were reported.